Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 430 mg/dl at the time of incident and the other blood glucose level was 365 mg/dl. The customer was assisted with troubleshooting. The customer did not mention any treatment and symptoms related to high blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis and the sensor and reservoir will not be returned for analysis.